Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the monitor display did not function as expected. The user reported the screen went "haywire" and only "snow" and different colors were visible on the screen. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.